Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3. The hp power cycled the hc. The hc alarmed se 2367 and the baxter technical service representative (tsr) had the hp power cycle the hc. The hc proceeded to press go to start and the hp stated one of the unused supply line clamps was open. The tsr advised the hp to start over with all new supplies or perform continuous ambulatory peritoneal dialysis (capd) to complete therapy and to inform the registered nurse (rn) of the se 2240. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.